Event description:
It was reported by the customer that during a lap cholecystectomy procedure, some clips fell out of the device and some clips fired malformed. The procedure was completed with another device. There was no pt consequence. One device will be returned.